Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Examination of the singular x-ray image is unable to conclude a pseudotumor is present. There is nothing indicative of a product problem identified. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a device manufacturing (mre) review will not be performed even when product/lot information is known. It has been determined that, for the mom platform and related allegations, including pain an mre is not required.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that according to the surgeon, pseudotumor was present as well as pain. Surgeon removed pinnacle 60 mm shell, 60 x 36 mom liner, and 35 + 5 cocr head and replaced with competitor's shell. Summit stem was retained. Doi: 2006; dor: (B)(6) 2021 ; right hip.